Event description:
A site experienced, "double patients in a report." The report page from vitrea 3.1 had one patient's images with a second patient's name in the header. They confirmed the site had used the same patient's ID (sinus) for both patients. After ascertaining the details, it was determined that the report for vitrea 3.1 and 3.2 looks at the patient ID only, and the data from the first patient ID is carried over and placed on the scanned results of all of the patients scanned with the same ID. Further testing confirmed that the slide tray operates as designed, but that the header displays the information for the first loaded patients, rather than the last loaded patient. The current using vitrea 3.2 manual states, "if you include images for more than one series for the same patient, in a report, the report headings, if any, will identify the series you loaded most recently. It may be important to identify which images come from the series.